Event description:
It was reported that (1) 578sd device was used during a laparoscopic tubal ligation procedure. It was reported by the rep that the trocar apparently would not activate. The rep believed that another trocar was opened to complete the case. There was no consequence to the pt.